Event description:
Additional information reported indicated that the patient was doing very well since the revision on (B)(6) 2013. Another lead was placed, which provided coverage to his right arm. The existing lead did provide relief to pain he had in bilateral ribs, so both leads had been very helpful. Impedance check was done and showed no abnormalities. The patient was very happy with his coverage. He was currently hospitalized for an unrelated condition - nausea and vomiting and no bowel movement for 8 days.

Event description:
It was reported that a patient had stimulation in the wrong location following cervical lead placement. It was stated that during implantation ¿they could not get past the thoracic vertebral body so they plugged that port in the implantable neurostimulator (ins)¿. It was reported that the patient felt stimulation in his left arm and when he turned his neck a certain way it was a little stronger. It was stated that implant was meant to cover the patient¿s right arm phantom limb pain. It was noted that the existing lead did help cover the patient¿s rib pain. It was stated that the healthcare professional (hcp) wanted to wait a day or two to see if it helped with his right arm, and when it didn¿t a revision was scheduled. It was reported that a revision surgery was done today. It was stated that they ¿placed him prone and put in another lead, taking out the plug¿. It was reported that afterwards the patient received ¿great coverage for his right arm phantom pain¿. It was noted that it was known that the patient wasn¿t getting right arm coverage on the day of the implant ¿unless he tweaked his head a certain way¿.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a290, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a290, serial# (B)(4); product type lead. (B)(4).